Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis reported as a peritoneal infection. The cause was not reported. The patient was hospitalized for the event and was treated with cephalosporin and unspecified antibiotics (dose, route and frequency not reported). At the time of this report, the patient hasn¿t recovered from the event. Pd therapy was ongoing. No additional information is available.